Event description:
Three servo I ventilators, used on three separate patients in three different rooms, displayed an elevated peep from the set point i.e. Up to 18 when set at 5 or "0" as a check. The screen prints bear out the contention. Simulation of the high peep can be done by putting back pressure on the expiratory port. The supposition that putting the test lung on the right cart handle could obstruct the port could not be born out unless pushed up against the port. There were no drip port "insulation shield with water collector" instead there was a piece of short blue tubing placed on the expiratory port to drain moisture. This will be removed and replaced with the shield in case there was any possibility of external interference... The software was upgraded to 3.00.02 from 2.00.02(6 units) and 2.00.03 (4 units). The new software now has a high peep alarm. A "maude" search for the last year showed a report on 2/3/05 where the peep indicated high with no root cause. A report dated 6/13/05 indicated high peep but root cause was determined to be a loose expiratory cassette. Another MDR on 3/26/05 indicated high pressure indicated loose cassette again. The cassettes in our case were clear and the rubber valves were clean. Procedure has been changed to do a "pre-use check" given any unusual vent occurrence which certifies proper operation according to the company rep that came on site to help investigate this incident. At this point we are not convinced the test lung could have interfered with the expiratory port without concerted effort. We were able to simulate a high peep if the expiratory cassette was not fully seated (clicked in) and not indicating "exp cassette disconnected". It is believed that on one of the three machines the cassette was not latched. At this point we don't have a good explanation.